Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarm related to inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was upgraded to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module subassembly was replaced to address the issue. In addition of the above evaluation, the device generate a failure related to the pressure sensor, system pca mounting the pressure sensor was replaced. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarm related to inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was upgraded to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module subassembly was replaced to address the issue. In addition of the above evaluation, the device generates a failure related to the pressure sensor, system pca mounting the pressure sensor was replaced. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly, which was not related to the malfunction/issue. The system board and oxygen blending module subassembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and oxygen blending module subassembly functioned as designed and operated without issue or error codes. The system board and oxygen blending module subassembly were scrapped

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.